Event description:
New information received notes that the leads had vegetation that was confirmed via echocardiography. There is no allegation from the physician that the infection was due to the implant.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.

Event description:
It was reported that the patient's entire implantable cardioverter-defibrillator system, including the leads, was explanted due to sepsis. The patient was in stable condition.